Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of additional microbiological testing by a third party laboratory, no microbe was detected from samples taken from all channels of the subject device. The result of the additional microbiological testing by a third party laboratory satisfied the french guideline. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing conducted by the user facility, an unspecified channel of the subject device tested positive for unspecified microbes ( 25 cfu /100ml ). The subject device had been reprocessed with phagogene, a non-olympus automated endoscope reprocessor model, using peracetic acid. There was no report of infection associated with this report.